Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi. The patient was asymptomatic. A device download was performed and the device was restored to normal function. The patient was stable before, during, and after the download and will continue to be monitored normally.